Event description:
(B)(6): (B)(6) reports via e-mail; this report was received from a healthcare professional (physician). A (B)(6) female patient received 120ml of optiray 320 mg/ml on (B)(6) 2012 for an abdominal cta. When the contrast media was injected, it was noted an extravasation. The patient was recovered at the time of reporting. The patient's medical history included rectal adenocarcinoma. No further information has been made available. (B)(6): (B)(6) reports; patient IV access site - arm. Patient treatment after event - conservative treatment: arm in a high position, local cold. Injection protocol - 3ml/sec for 120ml volume. Amount of IV contrast infiltrated - 120ml.

Manufacturer narrative:
Customer did not request a service visit to evaluate injector. A covidien regional service engineer (se) was on-site about a month prior to this incident for another issue. During this service visit the se calibrated the injector and verified proper operation.